Event description:
It was reported that the procedure was to treat a eccentric and 90% stenosed proximal right coronary artery. A 4.0 x 18 mm xience xpedition was deployed; however, a portion of the balloon and the tip separated and blocked blood flow. The separated portion was removed with a snare device and blood flow was restored. The patient was administered atropine and tonogen and cardiopulmonary resuscitation (CPR) was performed while the balloon was being removed. The patient is doing well. No additional information was provided.

Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The shaft separation was able to be confirmed. Based on a visual inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the reviewed information, no product deficiency was identified.